Event description:
It was reported that a balloon rupture occurred. A severely stenosed target lesion was located in the mildly tortuous and severely calcified coronary artery. A 5.00 mm / 2.0 cm / 90 cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10 atmosphere (atm) in 5 seconds. However, it was further reported that the device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported. Patient condition was good post procedure.